Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was prepared and inserted into the left atrium (la), then the dilator and guidewire were removed to allow for insertion of the farawave catheter. The sheath was emptied of air through aspiration, but small bubbles were observed in the flushing port during the maneuver. No air was present in the shaft, and it filled with blood as intended, but the flush port still had air bubbles moving through it. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with analysis. An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, observed a leak from the hemostatic valve and the handle cap port where the flush lumen luer connects to the valve hub. Due to the severity of the leakage, leak and aspiration performance testing could not be performed. Dissection of the handle cap found the flush lumen luer torn where the adhesive filet bonds the lumen to the valve hub, creating a severe leak path as observed during preparation for leak testing. Inspection of the hemostatic valves found the internal valve torn at the center slit on both sides, compromising the valves' ability to seal pressure and fluid within the sheath. An indentation was found on the outer face of the external valve but presumed to not have affected the performance of the valve. Due to the prolonged insertion of the dilator, as seen during visual inspection, the internal valve was confirmed to be deformed and unable to revert to its seal state, contributing to the failure at preparation. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was prepared and inserted into the left atrium (la), then the dilator and guidewire were removed to allow for insertion of the farawave catheter. The sheath was emptied of air through aspiration, but small bubbles were observed in the flushing port during the maneuver. No air was present in the shaft, and it filled with blood as intended, but the flush port still had air bubbles moving through it. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.